Manufacturer narrative:
(B)(4). We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr (B)(4).

Event description:
The customer reported that during a CT clinical patient procedure, the head images displayed halo artifacts. The philips clinical application specialist confirmed that there was no misinterpretation or mistreatment and there was no harm to a patient, operator or bystander. The philips research scientist and a technical trainer reviewed the images and determined that the "halo" artifacts were actually beam hardening artifacts.

Manufacturer narrative:
On (B)(6) 2015, the customer reported that after completing a clinical procedure utilizing routine brain, user created exam card (ec) and the head images displayed halo artifacts. The philips clinical application specialist (cas) confirmed that there was no misinterpretation or mistreatment and there was no harm to a patient, operator or bystander. The cas also confirmed that there was no rescan required. The operator contacted the philips help desk to inform them of the issue. The cas arrived and the site and confirmed the allegation. The cas could not determine the cause of the artifact and collected the raw data. The cas had the customer increase the mas in the protocol and use high resolution filer, in order to reduce the artifact. The cas provided the raw data for evaluation. A philips research scientist and a clinical technical trainer reviewed the images and determined that the "halo" artifacts were actually beam hardening artifacts. The philips research scientist and technical trainer stated that the appearance of subdural hematomas changes with time; therefore, on non-contrast CT scans, it can be difficult to distinguish them from prominent neighboring tissues. The hardening of the x-ray beam manifests either as dark bands between dense objects or a degraded bone-brain interface. The dark shading observed in these cases can be attributed to the beam hardening artifact. Beam hardening artifacts typically appear in the vicinity of dense bones like in the base of the skull. Therefore, artifacts due to beam hardening can mimic certain pathologies and lead to potential misrepresentation. CT engineering determined this issue to be an acceptable risk. Engineering stated if this malfunction were to recur, it would not be likely to cause or contribute to death or serious injury because: ¿ the level of bone beam hardening artifacts of the system shall be comparable to baseline images by a qualified observer when evaluated in accordance with reference image library.

Event description:
The customer reported that during a CT clinical patient procedure, the head images displayed halo artifacts. The philips clinical application specialist confirmed that there was no misinterpretation or mistreatment and there was no harm to a patient, operator or bystander. The philips research scientist and a technical trainer reviewed the images and determined that the "halo" artifacts were actually beam hardening artifacts.